Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was a hematoma. It was reported via social media that the patient underwent left atrial appendage closure procedure, and a closure device was implanted. Post procedure the patient had bleeding at the access site and a hematoma was noted. The patient remained in the hospital overnight to recover. The patient has since fully recovered and has been discharged from the hospital.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was a hematoma. It was reported via social media that the patient underwent left atrial appendage closure procedure, and a closure device was implanted. Post procedure the patient had bleeding at the access site and a hematoma was noted. The patient remained in the hospital overnight to recover. The patient has since fully recovered and has been discharged from the hospital.